Manufacturer narrative:
The reported event of was operation issue. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. All tines were intact and undamaged.

Event description:
Related manufacturer reference number: 2017865-2025-10406. It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead could not be securely attached to the myocardium. The physician then attempted to implant a second lead, but it faced the same issue. Consequently, the physician made the decision to discard both leads and replaced them with a competitor's lead. There were no patient consequences.